Manufacturer narrative:
Additional info received on 4/26/07 from gloria levesque stating that the dialysis catheter was removed 5 days after insertion. The pt had been transferred out to another facility for unrelated reasons, further identification of the types of organisms growing was not undertaken. At this point, the facility feels that the infection resulted from a poor pre-procedure work-up which had not identified endocarditis.

Event description:
It was reported to tyco healthcare/kendall on 4/25/07, that a customer had a problem with a dialysis catheter. The customer states catheter was placed on friday in a healthy patient. By monday, the pt had a temperature of 104, blood cultures were taken, and staph and 5 other organisms were identified as growing.